Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and identified the table's drifting motion as described by the user facility. Drifting is considered to be a recoverable condition. If the table does experience a drift during a patient procedure, the correct method is to re-energize the hydraulic system by turning on the hand control and repeating the desired movement/articulation. The technician ran multiple tests to identify the source of the drift. The technician was unable to identify a hydraulic fluid leak which is a potential cause of drifting. With consultation from technical support, a recommendation was made to replace the main valve block assembly. Failure within the main valve block assembly may cause the surgical table to drift. In the troubleshooting guide, one potential cause of table articulation drift is a "spool valve failure in the main manifold." The service instructions suggest to address this by "[replacing] the main valve manifold." The technician replaced the main valve block assembly, tested the table, and confirmed it to be operating according to specification.

Event description:
The user facility reported during a patient procedure their 4085 surgical table slowly drifted in right tilt orientation. The procedure was completed without incident. No injury or procedural delays or cancellations were reported.